Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that there was a loss of connection between the mobile programmer application hosting tablet and the mobile programmer base was confirmed. Correction: d.2. Product code common device name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a loss of connection between the mobile programmer application hosting tablet and the mobile programmer base during a procedure. The icon for the mobile programmer base connection displayed as a red line between the mobile programmer base and the mobile programmer application hosting tablet and at the same time the electrograms (egm) displayed as a dotted line. It was noted that pacing continued to be provided. The user navigated from the analyzer to the device interface in the mobile programmer application and the issue was resolved. It was further reported that the issue reoccurred in the same procedure and was resolved the same way. No patient complications have been reported as a result of this event.